Manufacturer narrative:
(B)(4). Attempts have been made by customer advocacy to gain a sample and additional information from the customer. To date no information has been received from the customer regarding the requests. If any additional information or if a sample becomes available a follow up emdr will be submitted.

Event description:
It was reported that the crna stated, "had a patient at the end of the bed, mid-surgery, and the connector of the inspire your tubing to the v disconnected. The vent bellows immediately fell and I knew I had a leak. I had to reach way down the bed, under sterile drapes, and reconnect. It wasn't easy to do but managed to get it before patient became light on their anesthesia."

Manufacturer narrative:
This is a resubmission of the initial emdr that was submitted on (B)(4) 2015. The initial emdr did not go through, per the FDA. Cfn-2015-6260- initial emdr submission- attempts have been made by customer advocacy to gain a sample and additional information from the customer. To date no information has been received from the customer regarding the requests. If any additional information or if a sample becomes available a follow up emdr will be submitted.

Event description:
It was reported that the crna stated, "had a patient at the end of the bed, mid-surgery, and the connector of the inspire your tubing to the v disconnected. The vent bellows immediately fell and I knew I had a leak. I had to reach way down the bed, under sterile drapes, and reconnect. It wasn't easy to do but managed to get it before patient became light on their anesthesia."